Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-02870. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the information that "power was not turned on - although the power switch was pressed, light was not emitted", this event is assumed to be resulted from failure of the power supply unit. The power supply unit is assumed to cause failure because of aged deterioration. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has been returned to the service center, however the evaluation has not begun. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
Olympus received a complaint from the user facility stating the while preparing for use, the light on the device did not come on when the power switch was pressed. The device was switched out prior to the procedure. There was no patient involvement.